Manufacturer narrative:
According to the publication in both 2 cases there have been wound breakdown and/or infection occurred post-operatively. Membrane dehiscence/exposure is a well known side effect of guided bone regeneration procedures with dental membranes. Because the inion membrane has the unique ability to stiffen in situ, it is often used in situations were other resorbable (often collagen) membranes will not be effective - in areas where additional bone height or width is required. Inion gtr membrane can be successfully used to increase bone volume - which would often would have only otherwise have been possible by augmenting with bone grafts or bone graft substitutes. Increasing the bone volume will make good, tension free, soft tissue closure more difficult. Therefore there is a greater risk of wound breakdown, resulting in membrane exposure. The practitioner and patient need to be aware of this possibility and how to keep the area clean (usually topical application of chlorohexidine gluconate). In most incidences the wound gradually closes again without any need for membrane removal. The risk of wound dehiscence does not so much depend on size of defect but more the increase in bone volume trying to be created. The ability to raise a tension-free flap across is important. Moving the incision/suture line off the crest may help avoid pressure from chewing if this is a concern. If the membrane is too stiff when positioned over the defect, it may not accurately conform to the bone underneath. Most commonly the membrane edges stick out and these can result in a breakdown of the overlying soft tissue. By placing the membrane when still soft, before flushing with water, it can be most accurately contoured and tacked in position. It is important to make sure that the membrane is cut to shape properly. Placing the tacks close to the edge of the membrane will help ensure the edges lie closely against the bone. The membrane can then be irrigated to stiffen once in situ. According to literature some type of membrane exposure can be seen at some point postoperatively in approximately 50% of cases with guided tissue regeneration. Often the membrane or a portion of it must be removed. However, it is controversial whether membrane exposure has any effect on the final outcome/bone healing. The rather high occurrence rate of membrane exposure is most likely caused by the fact that these membranes are usually implanted under a rather thin soft tissue layer. If the blood circulation of the flap covering the membrane does not work perfectly, the flap or parts of it can go to necrosis.

Event description:
A randomized controlled pilot clinical trial to compare the longer (>11.5 mm) implants placed in pre-augmented atrophic maxillae by using inion gtrtm plus autogenous bone, and the short (5 to 8.5 mm) dental implants alone for supporting dental prostheses. 28 patients were studied for the most effective approach to rehabilitate totally edentulous atrophic maxillae using implant-supported prostheses. 13 patients were in augmented group and 15 patients received short implants. All complications occurred in the augmented group (a bilateral sinus infection and minor deshiscence) during the healing phase of the grafts. 5 months after initial loading, all patients were completely satisfied with both the function and aesthetics of their implant supported prostheses. From total of 13 patients in inion gtr group; 1 sinus infection, 1 minor dehiscence. 5 months after completing the procedures, functionality and aesthetics of all patients was fully satisfactory. One patient went through a second surgical & medical intervention: after 2 weeks 2 buccal dehiscences (one per side) appeared in the proximity of the sinus windows. The authors suspected an infectious aetiology and prescribed antibiotics, anti-inflammatory beclomethasone twice a day for 15 days, antiseptic and decongestant twice a day for 15 days, and another decongestant xylometazoline (otrivine) nasal spray 3 times a day for 1 week. After 1 week, the particulated bone from both sinuses was removed, but after debridement both dehiscences worsened. Both dehiscences were still present at implant placement 4 months after sinus lifting, though the patient never had swelling, pain or symptoms from sinusitis.